Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the wire of their active venting cryo decompression tube "poked" the patient during a patient procedure. The procedure was completed successfully with another active venting cryo decompression tube. No report of injury or procedure delay.